Event description:
It was reported that upon review of the device data, a lead safety switch was observed due to right ventricular (rv) lead pacing impedance high out of range. Further advice was provided from the field representative regarding troubleshooting options. It was noted that in clinic provocation testing was performed with no noise present and impedance measurements were in range, however, impedance spikes were observed when the device was manipulated. The rv lead is a non-boston scientific product. The device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that upon review of the device data, a lead safety switch was observed due to right ventricular (rv) lead pacing impedance high out of range. Further advice was provided from the field representative regarding troubleshooting options. It was noted that in clinic provocation testing was performed with no noise present and impedance measurements were in range, however, impedance spikes were observed when the device was manipulated. The rv lead is a non-boston scientific product. The device system remains in service.

Event description:
It was reported that upon review of the device data, a lead safety switch was observed due to right ventricular (rv) lead pacing impedance high out of range. Further advice was provided from the field representative regarding troubleshooting options. It was noted that in clinic provocation testing was performed with no noise present and impedance measurements were in range, however, impedance spikes were observed when the device was manipulated. The rv lead is a non-boston scientific product. The device system remains in service. Additional information indicates that the health care facility has not yet provided further details as to the plan for the patient going forward. The device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.